Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient developed choroidal detachment due to a drop in intraocular pressure (iop) and trocars leaking during a procedure. Additional information and product sample were requested; however, the customer indicated that no further information is available.

Manufacturer narrative:
No sample was returned for evaluation. No lot number was identified with this complaint; therefore, lot history review could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to identify corrective and preventive actions. A possible root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. (B)(4).